Manufacturer narrative:
Batch review performed on 15-mar-2022. Lot 2001642: (B)(4) items manufactured and released on 24-jun-2020. Expiration date: 2025-06-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Clinical evaluation performed by medical affairs manager: second revision in cemented tka in a (B)(6) patient. After 1 year from the primary surgery a first revision was necessary due to a delayed infection: the tibial implant was removed. However, after few months from the first revision a second revision occured due to the same problem. Therefore, all implants were removed and a spacer was inserted. Infection is a known possible adverse event following every surgery, including tka's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Other devices involved: batch review performed on 15-mar-2022. Gmk-sphere 02.07.1206l tibial tray fixed cemented # 6 l (k090988) lot 2002938: (B)(4) items manufactured and released on 24-jun-2020. Expiration date: 2025-06-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Gmk-sphere 02.12.0614fl tibial insert fixed sphere flex #6/14 mm (k121416) lot 183035: (B)(4) items manufactured and released on 10-jul-2018. Expiration date: 2023-06-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Gmk-sphere 02.12.0614fl tibial insert fixed sphere flex #6/14 mm l (k121416) lot 156319: (B)(4) items manufactured and released on 04-apr-2016. Expiration date: 2021-03-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event since 2018.

Event description:
The patient had the primary surgery on (B)(6) 2020, the first revision surgery was performed on (B)(6) 2021 due to infection, the tibial insert was replaced. On (B)(6) 2022 the insert, femur, and tibia were replaced due to infection again.